Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   Device evaluated by MFR:  it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous left anterior descending artery (lad). After pre-dilatation was performed with a 2.50x12mm non-bsc balloon catheter, a 3.00x20mm promus element¿ plus stent was advanced to treat the lesion. However, the device was unable to cross despite several attempts were made. The physician then removed the device from the patient and upon inspection, it was noted that the distal edge of the stent was lifted. The procedure was completed with a 3.00x18mm non-bsc stent. No patient complications were reported and the patient's status was good.